Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2020-04819. It was reported the patient experienced an unexplained fever. As a result, the ipg and lead were explanted. Date of explant is unknown.